Event description:
Customer reported issues with the tandem mobi pump battery charging intermittently in the past. There was no adverse impact to the customer¿s blood glucose level. The issue was resolved as the battery is now charged successfully at 100%.